Manufacturer narrative:
Two (2) sfx x20 torque driver shafts [product code: 2894-10-300, lot no: 0810nt] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed driver shaft tips to be plastically deformed where the hexlobe features had become burred into sharp points. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver shaft tips becoming plastically deformed and burred cannot be positively determined. However, the observed damage is localized to the tips of the driver shaft hexlobes suggesting that a possible root cause may likely be that unanticipated torsional forces had been applied during the tightening step resulting in the tips to become plastically deformed and burred. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: l4-s1 posterior instrumented fusion. While surgeon was torqing off crosslink, shaft jumped and distal tip hex end has worn and burred. We swapped for another sfx x20 driver shaft, the same thing happened. We were able to torque the set screw off but needed these two shafts to be replaced with same like product. No adverse event no delay in surgery.